Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "particles/line paks" (foreign material present in device). The reporter stated they have noticed particles/lint in custom paks. Multiple lots are involved. No pt impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).